Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery multiple times. The customer was unable to troubleshoot as there was no alarm at the time of call. The customer also reported that the insulin pump would beep randomly without any alarm. The customer was assisted in changing the type of alert on the insulin pump into vibrate mode. The insulin pump passed the self-test. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.